Event description:
Patient alleges a successful filter retrieval on(B)(6)2020 requiring forceps. Additionally, patient alleges device migration, tilt, fracture and one extraluminal strut not readily accessible via endovascular techniques (not able to retrieve). Patient notes and further alleges experiencing "fear" and physical limitations per the (B)(6)2020 inferior vena cava (ivc) filter successful retrieval: "impression: 1. Technically successful left femoral venography demonstrating complete occlusion of the left femoral vein with axial collateralization via profunda and perforating collaterals. 2. Technically successful selective left profunda venography demonstrating patent profunda branches with complete occlusion of the left common femoral and iliac veins. 3. Technically successful left great saphenous venography demonstrating patent left great saphenous vein and demonstrating complete occlusion of the left common femoral and iliac veins. 4. Attempted traversal of the occlusion was not successful. 5. Technically successful inferior vena cavagraphy demonstrating no caval thrombus. Scout images demonstrate at least one fractured strut which was demonstrated to be extraluminal on oblique cavogram. 6. Technically successful inferior vena cava filter retrieval. Following retrieval, 2 intravascular fractured struts were noted, in addition to the known extra luminal strut. 7. Technically successful retrieval of intravascular foreign bodies (2 fractured struts as described above. Completion venacavogram demonstrates that the extraluminal strut is in stable position, and not readily accessible via endovascular techniques".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, b6, b7, d7, h6 (patient and device codes) investigation: the following allegations have been investigated: pulmonary embolism (pe), fracture (fx) [retained fragments], unable to retrieve, migration, tilt, fear, physical limitation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fear and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog# is unknown but referred to as cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "patient received a cook celect filter on (B)(6) 2008". It is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, decreased blood flow (occlusion), dvt, ulcerations, anxiety, depression'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported ulcerations, anxiety, or depression is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is unknown or unavailable, or unchanged. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer) g1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, decreased blood flow (occlusion), dvt, ulcerations, anxiety, depression'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported ulcerations, anxiety, or depression is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 25apr2018 as follows: ¿[pt] allegedly received an implant on (B)(6) 2008 via the common femoral vein due to history of deep vein thrombosis/pulmonary embolism, nearly occlusive thrombus in left lower extremity. [Pt] is alleging filter causing decreased blood flow leading to massive clot in femoral vein, filter in place more than 90 days without further details. Attempted retrievals are unknown at this time. [Pt] further alleges increase in size of deep vein thrombosis in left leg post-filter placement, impeded blood flow contributed to skin lesions/ulcerations, anxiety and depression due to decreased quality of life.